Event description:
The user facility reported to terumo cardiovascular systems that the shunt sensor leaked. It is unk whether the event occurred during bypass. The product was not changed out. There was a slight amount of blood loss. The surgery was not delayed and was completed successfully. There was no pt injury.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. For this reason, terumo references eval codes.